Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, mid left anterior descending (lad) artery, the 3.0 x 15 mm nc trek balloon met anatomical resistance during advancing, but was used for post-dilatation at 16 atmosphere (atm). During the third inflation, the balloon ruptured and was removed, without issue, from the anatomy. A non-abbott balloon was used successfully to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.